Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Added- h6 component code f6/f8 should have been left blank in the initial report.

Event description:
The complainant reported a 59-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the day after the implant, the patient developed ischemia which prompted external bypass, fasciotomy, and planned amputation. The limb amputation had to wait for the liver team, and the family decided to withdraw patient care. The patient eventually expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿